Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted on: (B)(6) 2005, explanted on: unk.

Event description:
It was reported that the patient's device was removed due to "infection". No further information was provided. Additional information has been requested but was not available as of the date of this report.